Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower door two looked at the door look no difference than the other door. A field service engineer confirmed door spacings were consistent with other units, noted a slight slant across all doors, verified that patient-specific bins on the first shelf could be pulled out if not lifted, observed three shelves on the affected door, advised that smaller bins may be required, and clarified that no height adjustment to the door could be made, as bin sizing may differ between pyxis-issued and externally purchased bins. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, psm door 2 was hanging low enough that the patient-specific bins could not be pulled out. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.